Event description:
The customer reported that he went to the emergency room with a high blood glucose reading of 475 mg/dl. The customer stated that he woke up that morning, and noticed that the infusion set was disconnected from his body. Advised the customer that the infusion set would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.